Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found that the host pc was defective. The supplier's part analysis could not determine the cause of host pc failure; however, found other failure as cmos battery under limit. To resolve the issue, the fse replaced the host pc, installed license file and customer shared new pc mac address for it to swap over to allow the network access, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.